Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, detached end cap, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the bottom of the insulin pump is broken. Caller stated that the damage is located at the opposite end of the reservoir and occurred because the customer dropped it. Caller was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer's father stated that he believes his son might have slammed the pump in the car door prior to dropping and breaking it. Customer's blood glucose was high about 3 hours ago and he treated with the pump.